Event description:
Complainant alleged that the ICU staff was attempting to cardiovert a 73 year old male pt being treated for a dysfunctional pacemaker. They attempted to administer three shocks, the first at 50j, the second at 100j, and the third at 150j. The unit was in synchronization mode, and the beats were being synchronized. Both defibrillation buttons were depressed for 3-5 seconds with the synchronization of beats, with no defibrillation occurring. They then successfully cardioverted three times. There was no adverse effect on the pt.